Manufacturer narrative:
Through serial number of ipg, enterra determined physician was (B)(6) at (B)(6) medical. Patient was (B)(6). Enterra rep spoke to physician who stated patient had device with low battery; device was replaced. Patient was implanted in 2021, he didn't have suspicion of an issue with the device, just normal battery depletion based on her therapy settings. Device was sent to medtronic by the facility but not at the dr's request. Analysis of device showed low battery but no other anomalies were detected.

Event description:
Product returned to medtronic for analysis. Enterra was notified when medtronic sent the analysis results to enterra. Patient had a device with a low battery and a replacement was done.